Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user requested assistance with a full supply change, including filling and replacing the cartridge and changing a steel 6 mm contact/detach infusion set, after briefly disconnecting around a meal; the agent guided the user through the process, insulin delivery resumed, and a calibration was performed due to a discrepancy between a cgm reading and a fingerstick value. Symptoms included hyperglycemia. Outcomes included ongoing monitoring without alarms, injuries, or hospitalization. Investigation included troubleshooting and education, including a complete supply and set change and cgm calibration. Investigation of this case revealed no device malfunctions or alerts, with the hyperglycemia temporally associated with recent food intake and disconnection; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.